Event description:
The facility's biomedical engineering department reported the device had an 808:02 failure code during biomed testing. The hospital repesentative stated that there was no report of patient injury since the last baxter service event.